Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred. Additionally, it was reported that the cartridge was leaking from the septum. Customer loaded a new cartridge to address the issue. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
Cart: leaking-septum was not verified. Cartridge alarm 6 - false alarm issues the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.